Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with lightheadedness. The patient performed isometric muscle contractions by pressing the palms of their hands together to activate the pectoral muscles, and the patient got dizzy again. It was suspected that the right atrial (ra) and right ventricular (rv) leads had insulation damage with subclavian crush. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.